Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that his (B)(6) male client used fixodent denture adhesive, version unk cream and/or super poligrip original cream, both beginning in 1987 through 2010, and reported the following: profound and permanent neurological injuries and severe and permanent physical injuries. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.